Manufacturer narrative:
The following should have been included in the previous report's h10 - additional narrative data: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an irritating and painful tingling sensation at the ipg site. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.